Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. The analysis results were added below. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this implantable cardioverter defibrillator was explanted due to unknown reasons. Attempts to obtain additional information were unsuccessful. This device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this implantable cardioverter defibrillator was explanted due to unknown reasons. Attempts to obtain additional information were unsuccessful. This device was returned for analysis. No additional adverse patient effects were reported.